Manufacturer narrative:
Findings: pump received with minor scratched display window. Unit received cracked case display window corner. Unit received with broken battery tube threads. Pump received with cracked reservoir tube lip. Pump received with cracked reservoir tube. Unit received missing end cap sticker. Pump received with cracked reservoir tube window. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that customer's health care professional suggested that customer replaced insulin pump. The blood glucose level was not included in the report. Nothing further was reported.